Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support resolved the issue by sending a replacement pump, advising the customer on necessary steps for using the updated device, and instructing them to return the malfunctioning pump using a pre-paid shipping label within 10 days. The customer understood and acknowledged the instructions.